Event description:
It was reported that the user experienced both hypoglycemia and hyperglycemia while using the ilet after multiple meal announcements, including announcing meals during a low glucose and again while elevated, which led to insulin stacking and subsequent glucose fluctuations; the device alerted for high blood glucose level of 400 mg/dl and low glucose of 40 mg/dl, and troubleshooting and education were provided on avoiding meal announcements during lows and being cautious when elevated. Symptoms included sweating during the low. Outcomes included no need for outside assistance and no medical intervention, and glucose levels were corrected with oral carbohydrates and by allowing the ilet to correct. Investigation included complaint handling with user interview and technical data review based on the reported use pattern. Investigation of this case revealed use-related factors consistent with meal announcements during hypoglycemia and during elevated glucose, which can result in suboptimal dosing and insulin stacking. It was concluded that the cause of the hypoglycemia was unclear, and that the device functioned as designed with appropriate alerts and dosing behavior in the context of the reported inputs. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.